Event description:
Customer reported receiving a high reading of 158 mg/dl on their blood glucose monitor. The laboratory reference reading of 90 mg/dl was received within 10 minutes. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The returned meter (B) (4) has been tested with returned test strips (lot 0831833) with high level control solution (B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing.